Event description:
It is alleged that during a case the scalpel/electrocautery instrument began leaking at the insertion point. It was reported that the instrument was removed and the case was completed with a second scalpel/electrocautery instrument. No pt harm was reported.